Event description:
During ivtm therapy, saline leaked from the start-up kit (suk) into the air trap holder of the thermogard console (s/n (B)(4). Following the leak, the thermogard xp ivtm system generated mid:09 (air trap assembly) error messages. The customer discontinued the treatment to dry the console's air trap sensor block, but the issue persisted. The suk was replaced and another thermogard console was used to continue the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that "the console displayed mid:09 (air trap assembly) error message" was confirmed during functional testing and the system's event log data review. The root cause of the mid:09 error was the defective air trap sensor block due to an overflow of saline into the console's air trap holder. Per the reporter, the start-up kit (suk) used during the reported event leaked into the console's air trap holder. No physical damage was observed on the thermogard console during visual inspection. The system's event log data was reviewed and revealed multiple mid:09 (air trap assembly) error messages on and around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system failed the initial functional test as it displayed a mid:09 (air trap assembly) error message, confirming the reported complaint. During device inspection, dried saline traces were observed on the air trap sensor block, causing the sensors to malfunction. The defective air trap sensor block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).